Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion of the catheter, catheter was installed without difficulty. However, when trying to remove the guide wire gently, it was difficult to removed. The same maneuver with a little more force was performed but without success. The catheter and guide wire were removed together. It was decided to try again with a new catheter but same issue occurred. Even in the face of the second maneuver of removal of the guide wire with a little more force, the metal guide proceeded to disintegrate, cut and leave a fine metal thread inside the catheter. It was stated that the patient was reported to be deceased. It is unknown if the device caused or contributed to the patient's death at this time.